Event description:
It was reported that a pump malfunction occurred with the display of malfunction code malf 0. There was no reported impact to the customer's blood glucose level. The customer was assisted by cts in resetting the pump, but the malfunction code recurred, leading to a decision to replace the pump. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continues uninterrupted, and the faulty pump will be returned to tandem using a pre-paid label.